Event description:
During (B)(4) 2014 follow-up, the physician reported inadequate pacing of the system: while set in vvi - 30, the device was pacing at a higher rate. Preliminary analysis did not allow to confirm the reported event yet. However, it was identified the atrial rate was very high since several months (atrial arrhythmias detection) while an abnormally low atrial impedance was displayed upon interrogation. No patient consequence was reported and patient is not pacemaker dependant.

Event description:
During (B)(6) 2014 follow-up, the physician reported inadequate pacing of the system: while set in vvi - 30, the device was pacing at a higher rate. Preliminary analysis did not allow to confirm the reported event yet. However, it was identified the atrial rate was very high since several months (atrial arrhythmias detection) while an abnormally low atrial impedance was displayed upon interrogation. No patient consequence was reported and patient is not pacemaker dependant.